Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse removed and cleaned the collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported identifying a cartridge chemistry reagent probe b leaked when removing reagents from their unicel dxc 800 pro synchron system. The leaked fluid was less than 500 ml (milliliters) of de-ionized water and contained on the drip tray. The operator wore gloves, a lab coat and glasses while troubleshooting. There was no report of injury as a result of this event. Erroneous patient results were not alleged by the customer and there was no change or effect to patient treatment in connection with this event.